Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient called the rep and left a message saying that their system was turning on and off on its own. It was unknown if there were factors that contributed to the issue. No diagnostics had been done yet, but the rep left a message with the patient to call them back to set up an appointment for further evaluation. It was unknown if the issue was resolved at the time of the report. No surgical intervention occurred, and it was unknown if surgical intervention was planned.